Event description:
8/17/98 at 0500 found peg tube out with bulb deflated. This was originally inserted on 7/26/98. Gastroenterologist was required to reinsert a new tube as tract had narrowed significantly post dislodgement.